Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low r-wave, leading to t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient received another shock in a different episode. The patient was brought to the heath care facility for a follow up, myopotential noise and oversensing were observed on the secondary vector. The system was reprogrammed into the alternate vector, and the patient will be closely monitored. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low r-wave, leading to t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.